Manufacturer narrative:
The permanent cautry hook (pch) instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was conducted. The image appears to show one of the ears of the distal clevis deformed, and the yaw pulley broken off at the yaw pulley post. The significant deformation and the broken yaw pulley post lead to the yaw pulley being completely dislodged. The yaw cable also appeared like it was frayed. However, it is unclear if this was after the attempt to cut the cables to remove the hook from the cannula. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook (pch) instrument was damaged and unusable. Additionally, the pch instrument could not be removed from the robot arm due to the damage at the instrument's wrist. The instrument would no longer fit through the cannula for removal. The surgeon ended up cutting the cables of the instrument with a laparoscopic instrument to release the tip of the pch instrument and enable safe removal of the instrument from the cannula and patient. According to the initial reporter, all pieces of the instrument were removed from the patient with laparoscopic instruments. No pieces of the pch instrument were left inside the patient. It is unclear if any fragments actually fell inside the patient. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "davinci cautery hook hinge broke and bent laterally on the davinci arm. This break did not allow the arm to be removed from the inside of the patient through the cannula. The surgeon had to cut the threads that attach the hook portion to the arm in order to get the arm free and out. The hook tip was removed and the arm was removed, both pieces fully intact."